Manufacturer narrative:
Resubmission of initial report. The orginial submission was erroneously marked as a follow up 1 it should have been marked as an initial. Please disregard the "follow up 1" submission.

Event description:
Index surgery: (B)(6) 2011. Revision of hip components - reason unknown.

Event description:
Index surgery: 11/1/2011. Revision of hip components - reason unknown.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2011. Revision of hip components: reason unknown.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.